Manufacturer narrative:
The customer returned their device for evaluation. Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that the shock button on their device was intermittently not working. In this state defibrillation therapy would be delayed or unavailable if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer notified stryker that the keypad was replaced but did not resolve the issue. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that the shock button on their device was intermittently not working. In this state defibrillation therapy would be delayed or unavailable if needed. There was no patient use associated with the reported event.